Event description:
The pt was undergoing outpatient microlaryngoscopy with carbon dioxide laser for recurrent epitheliema of both vocal cords. During the procedure the endotracheal tube ignited and divided at the balloon causing a severe tracheal burn extending 2-3 centimeters into the right and left bronchi. The pt was admitted for evaluation, observation and placed on a ventilator.